Event description:
During a cardiac catheterization procedure an edwards sapien3 ultra transcatheter heart valve (thv) was inserted over the valve delivery system. Under fluoroscopy, the valve delivery system was visualized. The struts of the valve were split/bent forward prior to deployment. The valve and delivery system were removed from the patient and exchanged with a new valve and delivery system. FDA safety report ID#: (B)(4).